Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead was found to have increased threshold measurements but there was no loss of capture at any point. The physician opted to perform a lead revision. The lead remains in service. No additional adverse patient effects were reported.